Event description:
It was reported that during the procedure, a 9x40x80 armada 35 balloon dilatation catheter was advanced without resistance onto a spartacore guide wire, into a non-abbott 6-french sheath to a lesion in a native subclavian hemodialysis vein. Using a non-abbott inflation device, after inflating the armada twice, with each inflation held for two minutes, the armada 35 balloon ruptured below the rated burst pressure at 6 atmospheres during the second inflation. The armada was withdrawn without resistance and the procedure was completed using another armada. There were no patient effects. While a 5-minute delay was reported, it was not considered clinically significant. No additional information was provided.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: spartacore. Inflation: merit. Sheath: 6fr terumo destination. The device has been received, but the evaluation has not yet been completed. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual and functional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The sem report determined that the balloon failure may be attributed to mechanical damage to the outer surface, and suggests that the balloon was not damaged prior to the procedure. It is likely that the balloon interacted with the lesion upon inflation attempts, such that it became damaged (scratched) and ruptured as a result. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality deficiency. Based on the reviewed information, no product deficiency was identified.